Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted a broken occluder feet beneath the twist clamp. A broken occluder feet would result in fluid flow through the set with the twist clamp closed. The cause of the broken occluder feet could not be determined; however, exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation, a leak fluid flow through closed clamp was identified on the minicap transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.